Manufacturer narrative:
Carefusion complaint number (B)(4). (B)(4). At this time, the customer has not responded to requests for additional information regarding this event. Results of investigation: a carefusion field service representative (fsr) evaluated the device onsite. The fsr found a defective main printed circuit board (pcb) and "low ve", "high pip", "apnea interval" and "xdcr fault" (transducer fault) errors. The fsr replaced the main pcb and calibration exhalation valve. The unit meets manufacturer's specifications. The fsr has returned the defective part to the carefusion failure analysis laboratory (fa lab) for evaluation. Carefusion's fa lab evaluated the suspect main pcba and duplicated the reported issue and determined that the exhalation pressure transducer was failing due to material fatigue. This issue will be internally investigated.

Event description:
The customer reported that the ventilator was alarming "transducer fault." There was no patient involvement associated with the reported issue.